Event description:
Event description guidant received information that during a follow-up visit, the patient with this pacemaker staed he had experienced occasional lightheadedness. This patient was noted with complete heart block, with 2% atrial pacing and 100% ventricular pacing. Noise was reproduceable on both leads with isometrics. The noise resulted in falsely stored ventricular tachycarida episodes and inhibition that lasted for a period of four to five seconds. No other adverse patient effects were reported.